Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/23/2019.

Event description:
The customer reported frozen screen. The customer confirmed having tried calibrating the screen and will not calibrate in the service menu. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touchscreen assembly and completed performance assurance tests. All tests passed successfully.